Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple temperature alarms occurred while the battery was charging. Customer cleared the alarms to address the issue. There was no reported adverse impact to customer's blood glucose level.